Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when using wireless telemetry for programming of the implantable cardioverter defibrillator (ICD) there was possible crosstalk between the atrial and ventricular leads, and oversensing right ventricular (rv) lead. A programming change was made to the rv sensitivity setting. Both leads and the device remain in use. No known patient complications were reported as a result of this event.